Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called reporting the screen being unresponsive. Reports can unlock but cannot press any other buttons. The advised clean ilet pump with cleaning cloth. The user was able to have family member replicate the issue and the agent arranged for a replacement. User's blood glucose was not affected and no symptoms reported during the event. No medical intervention required at the time of call.